Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery to replace their cuff due to fluid loss. During explant of the cuff it was noted that a hole had developed resulting from catheter placement for a different surgery. A new cuff was placed and no patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.